Event description:
Resolution 360 clip used on a polyp. When deployed to place the clip the clip broke off the guide. We were able to retrieve it and a small piece that also broke off of it with a rescue net.